Event description:
It was reported that hp052 was used during an unknown procedure. It was reported by the representative the device was not functioning. The device was checked by the hosp biomedical department and did not function. The case was completed with a hp051 device. There was no consequence to the pt.